Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The caller stated the left hand side of his walker has a broken push release button.